Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump and the touch screen became shattered. Additionally, the pump touch screen became dark and customer is unable to navigate through the pump touch screen. Customer's blood glucose was in the 100's mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.